Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). Investigation summary: one photo was provided for investigation. Evaluation of the photo indicated a yellowish edta clump in the tube. Due to the size of the deposit the additive has yellowed slightly on irradiation. Additionally, (B)(4) retention samples from bd inventory were visually inspected and edta clumps were found. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. A complaint history did not indicate a trend. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for an additive abnormality (clumped additive). An exact cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, 1 tube had an additive abnormality. There was no health impact or consequences reported.